Event description:
It was reported that a patient was set to have a generator replacement due to end of service and before the procedure, the patient experienced atrial fibrillation. No relevant information has been received to date.